Event description:
Lens was removed and replaced at the patient's request 9 months postop due to their observation of halos and glare. Prior to the explantation medical tests revealed no abnormalities in the cornea. Physician suspects the device is the cause of the patient's symptoms.